Event description:
It was reported that during a prostatectomy procedure, clips would not advance. The device was released a few clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/20/2008. Evaluation summary: the analysis results for the mcl20 instrument (a) confirmed that it was returned non-functional. Upon disassembly of the instrument the anti-back up lever was found disengaged, therefore, not allowing the proper cycling of the device. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mcl20 instrument (b) confirmed that it was returned non-functional. The instrument was cycled and malformed 7 clips as the anti-backup was noted to be non-functional. Upon disassembly of the instrument the anti-back up lever was found disengaged. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.